Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -10.5/2.0/094 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. The lens was intraoperatively implanted and removed due to a tear/break during injection/delivery into the eye. There was patient contact, but no patient injury. On (B)(6) 2023, the replacement lens was implanted and the problem was resolved. Cause of the event is unknown. Reportedly, "observed small tear on the lens after implantation and removed the immediately. Implanted a new lens and it went smooth and patient is doing good."

Manufacturer narrative:
Work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).